Event description:
Information received indicated the upper siderail will not lock in up position.

Manufacturer narrative:
The hill-rom technician found the hinge arm and latch was very dirty with dried material. He removed and cleaned the siderail to resolve the issue.